Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, communication error (e217) was observed. The repair center technician assessed the condition and determined that the cause of error was most likely due to poor contact and damage of solid-state drive (ssd). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to poor contact and damage of solid-state drive (ssd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.